Event description:
It was reported that during infusion, a leak was observed. Catheter would not adhere to patient's skin. Upon removal, cannula was not bent. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A product sample was received for evaluation. Visual and functional testing were performed. The cannula was tested for functionality by connecting to a retractor and using a syringe to push water through. No leaks were observed. The complaint was not confirmed. The root cause could not be determined based on the analysis conducted from the sample provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.